Manufacturer narrative:
(B)(4). Evaluation, results: user/device interface, failure to follow instructions (implant of the stent graft after the use by date had been exceeded). Evaluation, conclusion: user error contributed to event (implant of the stent graft after the use by date had been exceeded).

Event description:
The stent graft was implanted in (B)(6) 2012 exact date is unknown, but after the use by date of (B)(6) 2012 was exceeded.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two months ago, exact date is unknown. The product was purchased two months ago. It was reported that the product was implanted after the ubd was exceeded. No clinical sequelae were reported and the patient is fine.